Manufacturer narrative:
(B)(4).

Event description:
The patient experienced symptoms of decreased therapeutic benefit. There was a confirmed catheter kink. Drug delivered via the device was lioresal. Further information has been requested; a supplemental report will be sent if additional information is received.

Manufacturer narrative:
Catheter model: 8709sc, serial # (B)(4), implanted: (B)(6) 2011, explanted: unk.